Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon was unable to register the patient after multiple attempts. The patient scans were performed by an off site facility and the scans had the patient¿s forehead cut off approximately 1-2 inches above the eyebrows. After trying 3pt tracing, tracing suggestions by tech services and adjusting the emitter all failed to register the patient, navigation had to be aborted in order to proceed. There was less then an hour delay to the procedure due to this event and no reported impact on the patient¿s outcome.